Manufacturer narrative:
This report is to follow up medwatch report #mw5093044.

Event description:
Procedure performed: lap sacrocolpopexy. Event description: rep was not present for the case. [Name] was performing a lap sacrocolpopexy. He said they noticed that the entire clear shield had come out and was inside the patient. The shield was retrieved and grabbed another trocar to finish the case. [Name] thought that he snagged the seal going back and forth with the needle. The needle was passed back and forth around 15 times. There was no patient injury. The trocar was discarded after the case. Additional information was received from FDA medwatch, mw# 5093044, via mail on march 2nd, 2020: event description: "plastic inside of trocar broke off and was found in abdomen during procedure. The piece was removed from abdomen immediately. Trocar was inspected, removed from the pt and replaced with a new one. Procedures: laparoscopic sacral colpopexy with cystoscopy. Op. Note: "in the left lower quadrant, an 8 mm and a 5 mm trocar were placed. We later replaced the 8 mm with the 11 mm trocar." FDA safety report ID# (B)(4)." Type of intervention: replaced with a new trocar patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience of seal component separation could not be replicated or confirmed. Based on the description of the event, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instrumentation (needle) through the trocar. Applied medical's instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Event description:
Procedure performed: lap sacrocolpopexy. Event description: rep was not present for the case. [Name] was performing a lap sacrocolpopexy. He said they noticed that the entire clear shield had come out and was inside the patient. The shield was retrieved and grabbed another trocar to finish the case. [Name] thought that he snagged the seal going back and forth with the needle. The needle was passed back and forth around 15 times. There was no patient injury. The trocar was discarded after the case. Type of intervention: replaced with a new trocar. Patient status: no patient injury.